Event description:
It was reported that a cadd® cadd-prizm® vip pump was not recognizing battery. No patient involvement or injury was reported.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be burned and have fluid ingression. Upon review of the event history log, evidence was noted for high pressure and upstream occlusion detected alarm messages after demand dose started. A battery was inserted into the pump as functional testing, and the reported customer complaint was confirmed. The pump was found to have no power. The cause of the reported incident was determined to be that the battery had no soldering on the battery contacts red wire. The problem source was undetermined however.